Event description:
The customer stated they were receiving questionably high results for ion selective electrode (ise) sodium and potassium that were reported outside the laboratory. The physician asked for a retest and did not act on the results. The repeat results came back normal. The retesting was performed on the same c501 and a different c501. The initial sodium result was 163 mmol/l. The repeat result from the same analyzer was 136 mmol/l. The repeat result from the other analyzer was 137 mmol/l. The initial potassium result was 4.24 mmol/l. The repeat result from the same analyzer was 3.58 mmol/l. The repeat result from the other analyzer was 3.54 mmol/l. There was no adverse affect to the patient because of this event. There were no lot numbers provided for the sodium or potassium electrodes. The field service representative determined the cell rinse mechanism wash cuvette was very slightly out of specification. He adjusted the cell rinse cuvette level to 5 mm from the top of cuvette. He also checked and cleaned the ise waste in the back of the analyzer. Performance testing was done with passing results.